Manufacturer narrative:
The initial medwatch report indicates: physio-control further evaluated the device and observed that the device would power off four seconds after the power on button was pushed to the device on. Physio-control was unable to retrieve the device download data from the device for further evaluation. Physio-control observed that the digital pcb assembly showed the same symptoms when it was evaluated. A cause of the reported failure could not be determined. A replacement device was provided to the customer under warranty. The initial medwatch report should indicate: physio-control further evaluated the device and observed that the device would power off four seconds after the power on button was pushed to the device on. Physio-control was unable to retrieve the device download data from the device for further evaluation. Physio-control observed that the digital pcb assembly showed the same symptoms when it was evaluated. The cause of the reported issue was determined to be due to a failure of the digital pcb assembly. A replacement device was provided to the customer under warranty.

Event description:
It was reported to a physio-control customer service representative that the customer's device would not power on. The device's readiness display showed no icons and no ok symbol. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the device would power off four seconds after the power on button was pushed to turn the device on. Physio-control was unable to retrieve the device download data from the device for further evaluation. Physio-control observed that the digital pcb assembly showed the same symptoms when it was evaluated. A cause of the reported failure could not be determined. A replacement device was provided to the customer under warranty.